Event description:
Pt reported that their one touch ultra meter kept giving the error 5 message. Pt was using incorrect technique and was incompletely filling the window of the test strip. However, this issue was not resolved with troubleshooting. There was no adverse event or medical intervention reported. No further clinical info was provided.